Event description:
Meter shuts off prematurely when entering the test strip into the meter. The issue was not resolved with troubleshooting. Pt stated that in 2003 they called their physician and told him they were unable to test their blood due to the issue with the meter. He advised pt to call the paramedics to come over to test their blood sugar. It is not clear why he asked them to come over, because the patient did not report experiencing any symptoms. They called the paramedics and when they arrived they tested their blood sugar, pt does not know what reading they obtained but they know they had low blood sugar. Due to frequent seizures, for which they are currently taking dilantin, the paramedics were unable to give pt any glucose orally or through an i.v. They were taken to the hospital and a specialist gave pt glucose "through their throat". They stated they have many different medical problems for which they were currently being treated and which have "sent them back and forth to the hospital". The meter was replaced.